Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "severe double capsular contraction." Baker grade is unknown. This relates to the left side. Device remains implanted.

Event description:
Patient additionally reported "fluid around the left implant", "blood is present in the fluid", "change in sensation¿, seroma and capsular contraction baker grade IV. The device has been explanted.

Event description:
Patient reported "severe double capsular contraction." Baker grade is unknown. Patient additionally reported "fluid around the left implant", "blood is present in the fluid", "change in sensation¿, seroma and capsular contraction baker grade IV. This relates to the left side. The device has been explanted.

Event description:
Patient reported "severe double capsular contraction." Baker grade is unknown. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.